Event description:
It was reported that the physician attempted to implant the right atrial (ra) lead but was unable to place due to retraction issues with the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).